Manufacturer narrative:
On (B)(6) 2021 the customer alleged the insulin pump alarmed lows bg's 31, and active insulin updating low bgs/over delivery. Device received with constant pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and delivery accuracy test or confirm displacement anomaly due to pump error 38 alarm. No moisture damage noted on electronics assembly and battery tube assembly. Device received with fading serial number label. The device p-cap / test reservoir locks in place properly. Unable to download history files using thus software due to constant pump error 38 alarm. Device was confirmed for constant pump error 38 alarm during rewind due to cored motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated analysis summary by (B)(4) on feb 15, 2022. S/w 4.11e. Retainer ring = black. On (B)(6) 2021 the customer alleged was for low bgs and pump alarming active insulin updating. Unit received with constant pump error 38 alarm during rewind due to corroded motor home switch. Unable to verify active insulin updating and perform the displacement test, prime/seating test, basic occlusion test, force sensor test and dat or confirm displacement anomaly due to pump error 38 alarm. No moisture damage noted on electronics assembly and battery tube assembly. Unit received with fading serial number label. The unit p-cap / test reservoir locks in place properly. Unable to download history files using thus and carelink software due to constant pump error 38 alarm. Unable to verify customer complaint for low bgs. Unit was confirmed for constant pump error 38 alarm during rewind due to corroded motor home switch. Unable to verify active insulin updating due to constant pump error 38 alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 31 mg/dl. Customer was unconscious. Customer was treated with food and glucose tablets for low blood glucose. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Customer was not using the auto mode. The insulin pump will be returned for analysis.